Manufacturer narrative:
The reported event of high impedance was confirmed. As received, both lead extension were complete. Analysis of both return lead extensions found all broken wires inside the header port, which cause the reported event. The fracture wires are consistent with the lead extension may have being subjected to overstress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14411, 1627487-2021-14412,1627487-2021-14414. Additional information was received wherein the extensions was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:  1627487-2021-14411, 1627487-2021-14412,1627487-2021-14414. It was reported the patient experienced high impedance issues. In turn, surgical intervention may take place at a later date to address the issue.